Event description:
Analysis of the returned microcatheter revealed that there was a green material found inside the microcatheter and it was most likely ptfe coating from the subject guidewire. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject guidewire device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The microcatheter was returned for analysis and the device investigation revealed that there was a green material found inside the microcatheter that was most likely ptfe coating from the subject guidewire. Additional information provided by the customer indicated that no resistance was noted when the subject guidewire was taken out of the dispenser hoop, the device was confirmed to be in good condition prior to use and was prepared as per the dfu, an introducer tool was used with the subject guidewire during the insertion process, the subject guidewire was not backloaded into the introducer, no resistance was noted when loading the wire into the introducer, the subject guidewire tip was not shaped, and the subject guidewire could not be delivered smoothly through the microcatheter during the procedure as well as after it was retracted out of the patient's body. The procedure was successfully completed with another microcatheter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned to this complaint. The device is not available to the manufacturer.